Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. The field service engineer disconnected the pyxibus cable and the comm sled from the power supply, but the issue was not resolved so the field service engineer replaced the power module with a new one to resolve the issue. The customer then tested the drawer to verify that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es station has no power. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.